Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306001 lot# :unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#: unknown ; product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2021. They reported that their leads in their back came undone ad that they had to redo the process again of getting it placed. The patient said that they were in the doctors office when the called support link. No symptoms were reported.